Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead appeared to stand out of pocket site, however the lead was not exposed. The patient reported experiencing pain. A revision procedure was performed to reposition the ra lead. The decision was made to surgically abandoned the ra lead due to the patient experiencing atrial fibrillation during the revision procedure. At this time, the device was also explanted. It was noted that when the device was removed a part of the right ventricular lead was also removed and appeared broken. Lead damage was suspected. The device, atrial, and ventricular leads were explanted. The rv lead was replaced and returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Visual inspection of the lead noted that only the proximal portion of the lead was returned, severed at 9.8cm from the terminal pin. Visually, no lead fracture or broken section was observed on the returned portion of the lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis testing was unable to duplicate the reported event, we recognize that it is not always possible to simulate an actual clinical situation in a laboratory setting. With the information available regarding the procedure and the observed condition of the lead, we cannot conclusively determine the cause of the reported clinical observations.